Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customers complaint of component damage was not verified by visual inspection. Inspection of the sample indicates that one of the microbore connectors separated from the assembly. The microbore connector was not returned with the assembly and therefore damage to the connection could not be verified. A device history record review could not be performed on model mz9265 because a lot number was not provided by the customer. The root cause for the separation is a lack of solvent on the tubing causing the tubing to separate from the luer connection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for the separation is a lack of solvent on the tubing causing the tubing to separate from the luer connection.

Event description:
It was reported that the microbore bi-fuse extension set, 2 IV co experienced component separation. The following information was provided by the initial reporter: material #: mz9265 batch/lot # unknown. Recently I have had two nurses bring me two different products that were in use on patients failed. One is the tri-fuse connector, one of the ends came off (broken below luer). The other is the 0.2 micron filter set, low sorb, which was leaking at the filter.